Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen lens was damaged. It could not be confirmed whether or not the reporter could read the pump screen safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: the pump powered on with functional auditory and vibratory features to a blank display. The pump cover was removed and the display screen was found to be cracked and damaged. A test display was inserted but the blank screen failure persisted. Investigation revealed a slave processor failure caused the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.